Event description:
Pump infusing dopamine into infant at .4 cc per hour. Checked baby at 1800 hours and pump infusing at .4 cc per hour. Baby checked at 1810 hours, heart rate and blood pressure were elevated. Pump checked and .7 cc had been infused since 1800 hours.